Manufacturer narrative:
Corrected data: h6 - health effect clinical code: 4581- angle closure. B5 - the reporter indicated that the surgeon implanted a 13.7mm micl13.7 implantable collamer lens; -05.50 diopter into the patient's right eye (od) on 06/aug/2020. On (B)(6) 2020 the lens was exchanged with a shorter length lens due to excessive vaulting, elevated iop with angle closure. This resolved the problem. The cause of the event was reported as the device "suggested lens was too large". Claim#: (B)(4).

Manufacturer narrative:
(B)(4). No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.7mm micl13.7 implantable collamer lens, -05.50 diopter, in the patients eye. The lens was reported as excessive vaulting and angle closure. The lens will be explanted and exchanged. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch will be submitted.

Manufacturer narrative:
The lens was implanted in the patients right eye (od) on (B)(6) 2020. The lens was explanted on (B)(6) 2020. The patient experienced elevated intraocular pressure. The lens was exchanged for a shorter lens and the problem was resolved. The cause of the event was due to the device. Device evaluation: the lens was returned in liquid in lens vial. Visual inspection found the lens haptic torn. Date of event: (B)(6) 2020. Claim # (B)(4).